Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the output connectors are broken. Analysis additionally noted that the white display wire was pinched, but the insulation was not compromised, the hanger assembly was contaminated and the device needed the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved.

Event description:
It was reported that the external pulse generator's connector block was broken. The generator was returned for service. No patient complications have been reported as a result of this event.